Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the axium coil had a defect with release/progression during the procedure. The report stated no additional information could be provided, and follow-up was not possible. There was no patient injury reported with the event.